Event description:
Additional information received reported that the pump was used to deliver gablofen. No other medications were in the pump at the time of the event. The patient was reportedly on many oral medications for seizures, chronic tracheostomy, and other issues. The mass was diagnosed on (B)(6) 2014 during a baclofen assay after an ultrasound; needle aspiration was performed. The mass was located at the lower lumbar incision site. A culture was performed and no growth was seen after 4 days. It was also stated that a cerebrospinal fluid (csf) leak repair was performed at the dura entry site on (B)(6) 2014. The patient was reportedly stable and the catheter was no revised.

Event description:
It was reported there was a suspected cerebrospinal fluid (csf) leak around the dura site entry. The fluid was sent to be tested to determine if it was csf or serous fluid. A lump showed up in october after implant had gotten better in (B)(6), but right after a refill the lump came back. The patient was very complicated and had a very long history. It was unclear if the patient was getting therapeutic relief. The patient also had severe hip pain which increased spasticity. Additional information received reported the patient was hospitalized and surgical intervention was required due to a cerebrospinal fluid (csf) leak. It was reported the catheter was ¿slid back into place,¿ the anchor was sutured down, and purse string sutures were put around facia where the catheter exited the intrathecal space. It was also reported a dye study was done (results were not provided). It was noted all products were left in place, the anchor was re-sutured down to facia, and a purse string was done to prevent a csf leak, as a purse string was not done on the original surgery. The patient¿s status at the time of this report was ¿alive- no injury¿. Symptoms related to the event included fever, headache, and increased spasticity and the patient was decreased from 304 mcg/day to 250 mcg/day after the csf leak repair. It was reported the patient was currently in the hospital ¿doing fine.¿ the pump was being used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).